Manufacturer narrative:
The device was not returned for evaluation. The review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine the cause for the stent dislodgement. In this case, it may be possible that during removal of the protective sheath, the stent was inadvertently grasped with the protective sheath resulting in dislodgement; however, this could not be confirmed because the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat the external iliac artery. The omnilink elite package was opened and device prepped per instructions for use without issues. During the device advancement on the guide wire, and before entering into the sheath and into the anatomy, stent movement at the distal end was observed/suspected. The device had not yet entered into the sheath or patient. There were no other device issue noted. The device was removed without issue and another device was successfully used in replacement. There were no adverse patient effects and no clinically significant delay. No additional information was provided.